Event description:
A driver rx coronary stent system, length 24 mm, diameter 3 mm was intended to treat a lesion in a patient's cx/om. It was reported that the stent could not pass the lesion. The vessel was reported to be moderately tortuous and the lesion exhibited 85% stenosis with severe calcification. Patient status post procedure was good and no clinical sequelae have been reported. Stents of length 8 mm and 12mm were subsequently deployed at the lesion site which indicates that the 24mm driver stent may not have been the most optimum stent length to treat the lesion. Evaluation summary: the device was returned to medtronic for evaluation. No damage was noted to the hoop and no resistance was felt upon removal of the device. The hypotube was bent and wavy. The distal tip was flared indicating that it may have been stubbed. The stent was positioned correctly on the balloon as per specification requirements. A number of stent struts on the 4th, 5th, 8th and 13th distal segments were deformed and raised. A small amount of blood residue was evident between the balloon folds.

Manufacturer narrative:
(B)(4) (stent deformed during procedure): evaluation results and conclusions: 85% stenosis, moderate tortuosity, severe calcification.